Event description:
It was reported that this brady lead was explanted due to dislodgement post implant. This brady lead was replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.